Event description:
Attending physician said that fellow deployed an ivc filter and the legs did not open. One of the legs also broke off inside of the delivery sheath. Filter was retrieved via snare. Physician expressed concerns of potential pe if filter migrated.

Manufacturer narrative:
The sample is indicated as available for return. As of the date of this report, the sample has not been returned. A follow-up report will be provided once the device has been received and reviewed.

Event description:
Attending physician said that fellow deployed an ivc filter and the legs did not open. One of the legs also broke off inside of the delivery sheath. Filter was retrieved via snare. Physician expressed concerns of potential pe if filiter migrated.

Manufacturer narrative:
A review of the manufacturing and inspection records for this lot number was conducted, and no deviations or non-conformances were recorded. Quality engineer and complaint analyst reviewed the sample returned from the customer. Customer returned two samples to argon. One sample was returned sealed, and no damage was found to the product. The second sample included the pusher wire, delivery catheter sheath and cartridge snap fit with the hub of the delivery catheter sheath. The opened device was functionally investigated by removing the cartridge from the delivery catheter sheath. Filter was not found in the cartridge. The pusher wire passed through the cartridge without any resistance; therefore, the complaint was not confirmed and no further evaluation was performed at this time. No corrective action required at this time.

Manufacturer narrative:
The sample is indicated as returned. As of the date of this report, the sample has not been investigated. A follow-up report will be provided once the device has been reviewed.

Event description:
Attending physician said that fellow deployed an ivc filter and the legs did not open. One of the legs also broke off inside of the delivery sheath. Filter was retrieved via snare. Physician expressed concerns of potential pe if filiter migrated.